Event description:
It was reported that the patient failed to charge the ipg as recommended. As a result, the ipg became inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-operatively.